Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports completely understand "black triangle" however the byte clinical support team (cst) said "it would go away by my gums filling it in" but instead more dental work in needed. The dentist has performed an evaluation via xray/physical assessment and does not encourage any more moment with this program and said the teeth are in a safe place as of now. Patient requesting retainers to current alignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.